Event description:
Caller reports that both of her tyrvaya (varenicline) nasal sprays for dry eyes have stopped working after two days. The device still has medication in it but will not activate and will not provide treatment. Medication costs (B)(6) per bottle and is not affordable to replace due to defectiveness.